Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the in-stent target lesion located in the right distal superficial femoral artery (sfa) and proximal popliteal artery. Approximately 15 months after the index procedure, the patient¿s right distal sfa and proximal popliteal vasculature became reportedly occluded through a duplex ultrasound evaluation on (B)(6) 2017. A revascularization was performed on (B)(6) 2017, involving a percutaneous transluminal angioplasty (pta) and an additional lutonix dcb. The health care professional (hcp) deemed, it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00227.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the in-stent target lesion located in the right distal superficial femoral artery (sfa) and proximal popliteal artery. Approximately 15 months after the index procedure, the patient¿s right distal sfa and proximal popliteal vasculature became reportedly occluded through a duplex ultrasound evaluation on (B)(6) 2017. A revascularization was performed on (B)(6) 2017, involving a percutaneous transluminal angioplasty (pta) and an additional lutonix dcb. The health care professional (hcp) deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00228.

Manufacturer narrative:
Corrected data: the event description had the following number "227" changed to "228." The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Manufacturer narrative:
Corrected data: the event description had the following number "228 changed to "229." The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the in-stent target lesion located in the right distal superficial femoral artery (sfa) and proximal popliteal artery. Approximately 15 months after the index procedure, the patient¿s right distal sfa and proximal popliteal vasculature became reportedly occluded through a duplex ultrasound evaluation on (B)(6) 2017. A revascularization was performed on (B)(6) 2017, involving a percutaneous transluminal angioplasty (pta) and an additional lutonix dcb. The health care professional (hcp) deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00229.